Event description:
The pt's lap band port was found to have a fracture in the lap band port tubing prior to being hospitalized. This was an allergan lap band (b-2220) 10cm. Almost four years later, the doctor removed the lap band port and exchanged it with a new lap band port. The original lap band port tubing had an 8mm fracture. The pt stated that she gained 20 pounds since the lap band port was fractured.